Manufacturer narrative:
(B)(4)

Event description:
It was reported that during impaction of the cage, the cap of a vlift inside shaft detached from the main body. There were no adverse consequences to the patient. The procedure was completed successfully with a 60 minute surgical delay.

Event description:
It was reported that during impaction of the cage, the cap of a vlift inside shaft detached from the main body. There were no adverse consequences to the patient. The procedure was completed successfully with a 60 minute surgical delay.

Manufacturer narrative:
Visual inspection confirmed that handle of the inside shaft fractured. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. It was reported that no complex maneuvers were applied during the procedure, the device has been used 35 times since 2018, and the patient had soft bone quality. The event occurred during impaction of the cage, after several blows of the mallet. An exact cause of the reported event could not be determined. However potential causes include: excess impaction force led to fracture, normal wear of device due to extensive use, etc.

Event description:
It was reported that during impaction of the cage, the cap of a vlift expander detached from the main body. There were no adverse consequences to the patient. The procedure was completed successfully with a 60 minute surgical delay.

Manufacturer narrative:
Section d was updated with the correct catalog, lot number, and gtin following additional information received from the sales rep. H6 (device code) was updated to 'fracture' following addiotnal information received.

Event description:
It was reported that during impaction of the cage, the cap of a vlift inside shaft detached from the main body. There were no adverse consequences to the patient. The procedure was completed successfully with a 60 minute surgical delay.